Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a pigment dispersion and iris atrophy. Treatment was performed. The lens remains implanted. Cause is reported as a patient related factor. No further information has been provided. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6-clinical code. 4581: pigment dispersion, iris atrophy. Iris pigment dispersion is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).